Event description:
It was reported that an asymptomatic patient presented for a right ventricular lead revision due to noise. The physician was concerned about the potential for inappropriate high voltage therapy; the lead was explanted and replaced. After the explant of the lead, insulation abrasions were noted. The patient was stable post procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 12.0-13.0 cm from the distal tip. The etfe coating was intact at this location. The damage found was sustained during the surgical procedure.